Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on carefusion screen. A technical support specialist (tss) rebooted the station and monitored its performance, confirming that the medapp launched successfully and the system was no longer slow or freezing. The customer verified normal operation post-reboot and was guided on how to reboot the station. Although a hardware failure was initially observed, the customer was able to recover the failed tower doors after a subsequent reboot, and the issue was resolved. Also, tss provided rebooting guide to customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower nvault-rtl screen became frozen and displayed the carefusion screen with device information. The user was unable to reboot the device as it appeared to be stuck. A power cycle was attempted by unplugged and reconnected the device; however, the system does not reboot. The user also requested guidance on the proper procedure for performing a hard reboot. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.